Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stryker head, catalog# unk, lot# unk; unknown stryker stem, catalog# unk, lot# unk; unknown liner, catalog# unk, lot# unk. Reported event was confirmed from review of radiographs received. Radiograph review noted: femoral component superiorly dislocated from acetabular cup. Acetabular cup demonstrates increased lateral inclination. Uncertain if alignment of ringloc is normal or slightly tilted, but could be adequate. Lucent zone in greater trochanter likely form prior hardware, now removed. Remainder of bones and hardware appear normal. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. It is reported that a non-zimmer biomet stem and head (stryker) was used with the reported biomet components. Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product. However, it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient experienced hip arthroplasty dislocation and was indicated for a closed reduction procedure. No procedure has been reported to date. No further information is available.